Manufacturer narrative:
The customer reported that they will not return the defective pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. However, the customer mentioned that they will replace the board from their own stock. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that transducer/xdcr fault occurred on the vela ventilator during a usage on a patient. The device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.